Event description:
Customer reported the unit of measure setting of his unlocked freestyle flash meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memeory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed.